Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Without a sample available for product analysis it is difficult to determine what led to the user's difficulties. Potential causes may include too much force needed for suture release, a design issue with the button, or environmental factors such as the user not properly pushing the button. However, the device is needed for evaluation to confirm this. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow up is being reported as a correction to describe event or problem which was inadvertently had unk entered as the description, the correct description is : the user facility reported difficulty with the involved angio-seal device. Follow up communication with the user facility reported: the device worked fine until it came time to releasing the suture step; when pressing the button to release the suture, the device would not pull up; they cut and held manual pressure; hemostasis was achieved and the outcome of the procedure was fine; and it was reported that the patient was fine. Additional information was received on 06/16/2017. There was no blood loss greater than 250 cc.

Event description:
The user facility reported difficulty with the involved angio-seal device. Follow up communication with the user facility reported: the device worked fine until it came time to releasing the suture step; when pressing the button to release the suture, the device would not pull up; they cut and held manual pressure; hemostasis was achieved and the outcome of the procedure was fine; and it was reported that the patient was fine. Additional information was received on 06/16/2017. There was no blood loss greater than 250 cc.